Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. Device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 598 mg/dl on (B)(6) 2015. She also reported that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose at the time of admission was 567 to 569 mg/dl and she was vomiting. The customer declined troubleshooting for high blood glucose. The insulin pump was replaced and returned for analysis.